Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, 16mm in length. Microscopic inspection of the markerbands, distal shaft/hypotube, distal tip of the device and proximal bond found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After a non-bsc guidewire was advanced to cross the lesion, a 2.75mmx15mm emerge balloon catheter was advanced but failed to cross the lesion. After several attempts, the physician managed to deliver the balloon catheter to the lesion. However, during the procedure, the balloon ruptured. The balloon was removed from the patient. Predilation was performed with a 2.75mmx15mm non-bsc balloon, a 3.0x20mm promus stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After a non-bsc guidewire was advanced to cross the lesion, a 2.75mmx15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. After several attempts, the physician managed to deliver the balloon catheter to the lesion. However, during the procedure, the balloon ruptured. The balloon was removed from the patient. Predilation was performed with a 2.75mmx15mm non-bsc balloon, a 3.0x20mm promus stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.